Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) product type lead product ID 977a275 lot# serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 29-oct-2025, UDI#: (B)(4) product ID: 977a275, serial/lot #: (B)(6), ubd: 31-aug-2025, UDI#: (B)(4) b3: date inaccurate, only the month and year are valid. G2: the country of origin is the netherlands. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a very serious jolt to their body during a programming session and described it as "worse than being hit with a taser." When checking the session report it was noted that there were very high impedances for almost all electrode combinations; they were greater than 40,000 ohms. It was also noted that an "out of regulation" occurred for the patient. Additional information received from a manufacturer representative. It was reported that the cause of the high impedance issue was not know, but it was thought that it was because of the patient's severe coughing attacks. The cause of the shocking was not determined. The patient was reprogrammed and the impedance issue had been resolved for now; the patient was receiving effective therapy despite the high impedance issue. Additional information received. It was reported that device interrogation on (B)(6)2022 showed impedances greater than 4,000 ohms for several points on both leads. The patient had increased pain in both their feet. The patient was reprogrammed. The event resulted in an unscheduled clinic or office visit. It was noted that device interrogation on (B)(6)2023 showed impedances were greater than 10,000 ohms for all points on both leads; the leads were fractured. This resulted in an unscheduled clinic or office visit. The outcome of the event was ongoing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider of a clinical study via a manufacturer representative reporting that both leads were explanted and replaced on (B)(6) 2023.

Event description:
Additional information was received from the clinical site. It was reported that the lead was explanted/replaced on (B)(6) 2023. The event resolved without sequelae on (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) explanted: (B)(6) 2023 product type lead product ID 977a275 serial# (B)(6) explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.